Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy; which caused some difficulty when the nurse was trying to disconnect the transfer set from the patient line of a cassette at the end of a treatment session. To resolve the issue, the transfer set was replaced; there was no allegation against the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.